Manufacturer narrative:
Pt identifier: - (B)(6). Concomitant medical products - unknown comprehensive srs humeral stem; unknown comprehensive proximal humeral body. Product is currently not expected to return to zimmer biomet for investigation as it remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up medwatch will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2017-03364 and 0001825034-2017-07269.

Event description:
It was reported that the clinical patient underwent an open reduction procedure due to dislocation approximately two (2) weeks postimplantation of an srs shoulder arthroplasty. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed as part number / lot number of device involved in the incident is unknown. Device history record review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
Event date: (B)(6) 2013 ;therapy date: (B)(6) 2013. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.